Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please specify. Kindly confirm the device return status. Note: please mention the source through which the information is received (information received from dr, nurse etc.) There was no patient consequence. Return status ¿ available. Source of information. Initial information received from ot in charge, reconfirmed the same with doctor. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a needle and suture were received for analysis. Product code vp2421. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and remnant of suture was found. In addition, the suture cannot be dispensed since have begun the degradation process which causes the needle to come out from the suture. The foil was not returned for evaluation to determine the assignable cause. Per the condition of the returned sample, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a low anterior resection procedure on (B)(6) 2024 and suture was used. Before use on the patient, an open lar procedure. Vicryl size 1 - vp2421 (lot -t1009) was opened in sterile field and found needle separated from suture. Different batch was taken and found the same (lot-t2005) problem, finally the wound was closed with 3rd foil. The product was returned to ethicon for evaluation. One winding former with a needle and suture were received for analysis. Product code vp2421. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and remnant of suture was found. In addition, the suture cannot be dispensed since have begun the degradation process which causes the needle to come out from the suture. The foil was not returned for evaluation to determine the assignable cause. Per the condition of the returned sample, the functional test could not be performed. No adverse patient consequences were reported. Additional information was requested.